Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced elevated blood glucose after a breakfast meal announcement, with the mobile app initially displaying meal announcements one hour off; after verifying time settings and restarting the ilet and app, the meal marker shifted by approximately 30 minutes, and the user later changed the infusion set, after which glucose levels decreased with no device alarms reported. Symptoms included hyperglycemia without associated clinical symptoms. Outcomes included transient elevated glucose up to 249 mg/dl for a couple of hours without ketone testing, medical intervention, or hospitalization. Investigation included customer counseling, time-setting verification, device and app restart, and follow-up confirming glucose normalization after an infusion set change. Investigation of this case revealed no detected malfunction of the prior infusion set and resolution with set replacement and system restart, consistent with use-related factors surrounding meal announcement timing and potential infusion site performance. It was concluded, based on previously established findings for similar reports, that the cause was attributed to user interaction with meal announcements and infusion set performance rather than a device malfunction.